Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 05/28/2016 to report that they experienced an adverse event on (B)(6) 2016. The patient stated that her blood glucose was at 31mg/dl and the dexcom share application notified her roommate and mom that she was low. Patient's mother saw the low on the follower application and came to the patient's rescue. Patient's mother tested the patient's blood glucose and called an ambulance. The patient was taken to the hospital and was given glucagon on the way there. The patient was released that same day. Patient stated that at the time of the event, she was using her phone and had it muted, so she did not hear the alert but it did go off. There was no alleged device malfunction. No additional event or patient information was provided.